Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient attempted to insert a continuous glucose monitoring (cgm) sensor; however, the device failed to pair. Upon removal of the sensor, the patient observed bleeding at the insertion site and noted that the sensor wire was missing, indicating it had become embedded subcutaneously. The patient sought emergency medical care, where an x-ray confirmed the presence of the sensor wire beneath the skin. A physician successfully removed the wire using forceps. The affected area was subsequently cleaned and bandaged, and the patient was prescribed oral keflex (cephalexin), to be taken four times daily for 10 days. As of the report date, the insertion site remains sore. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.